Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and discomfort, blood test results showing elevated chromium and cobalt levels. During the revision the bhr head was removed. The bhr cup remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implantation report: "specific risks were based off of the history of avascular necrosis and hip resurfacing". According to the surgical technique valid at time of implantation (10/10 rev a 4567-0103, us), patients with avascular necrosis involving more than 30% of the femoral head, should not receive a resurfacing. According to the provided revision report, the patient continued with pain and discomfort in the hip and groin. During the revision, there was a small amount of clear fluid and a small mount of metallosis on the synovium. The femoral component was removed with ease and there was significant osteoporosis at the remaining femoral neck region and bone was "incredible osteopenic". The cup remained in-vivo. No information was provided about the blood metal ions. Based on the provided information, the reason for the pain remains unclear, as the involvement of the avascular necrosis, the small amount of metallosis or the bone quality/osteoporosis cannot be further investigated. It was noted that use of a competitor's (stryker) dual mobility liner, femoral stem and femoral head devices were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, "do not mix components from other manufacturers." Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was scheduled due to pain and discomfort. Revision surgery was initially scheduled on (B)(6) 2017 but is in the process of being rescheduled due to hurricane (B)(6).